Event description:
Ethicon endo-surgery harmonic ace laparoscopic shears only worked for a short period of time (approx 2 minutes). Then the machine displayed an error to replaced handpiece due to blade error. A subsequent ace shears was opened and utilized for the reminder of the case without incident. Diagnosis or reason for use: laparoscopic sigmoid/low anterior resection/proctectomy.